Event description:
It was reported that the patient was feeling bad. It was also noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.